Event description:
A malfunction was reported on a pump, displaying the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, and the pump was shut down before assistance was sought. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared.